Event description:
It was reported that the fenestrated bipolar forceps had an exposed wire on the grasping part of the instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.